Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being considered for a revision for an unknown reason following a hip arthroplasty.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05571, 0001822565-2017-05574. This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown head catalog#: ni lot#: ni, unknown liner catalog#: ni lot#: ni, unknown stem catalog#: ni lot#: ni, therapy date: ni, reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray were reviewed by a third party which stated that the possible causes for revision are dislocation of the femoral component, wear versus disruption of the polyethylene liner, posterior impingement of the femoral and acetabular components and possibly fracture of the acetabular cup retaining ring. Excessive acetabular cup anteversion is present, which may be the root cause, increasing risk of dislocation, impingement and component fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.